Event description:
It was reported that during use on a patient in a diagnostic laparoscopy for adhesiolysis procedure, was using the dilating tip 5mm trocars for the above case, uses these trocars routinely. The gas pressure was 25 initially and then turned down to 15 once all ports are in. The insufflator cuts off at 25 for safety. About 1 hour in to the case the anaesthetist reported that the patient's co2 level was above 50. The surgeon checked the trocars to ensure they were inserted intraabdominally and they were. The patient's blood was sent to itu and came back with too high co2 levels so had to abandon the case without completing it, the patient had surgical emphysema on her thigh, abdomen and vulva. The patient went to first stage recovery and was uneventful. The patient was discharged the next day and went home fine with no issues. The patient will need to be recalled to come back to theatre to complete the procedure. No-one can provide an explanation to these circumstances and therefore they want to rule everything out relating to this procedure including the trocars. Storz have checked the insufflator and checked the gas at different levels and is working fine. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. If the device is returned at a later date, the device will be evaluated and a supplemental medwatch will be sent accordingly. Additional information was requested and the following was obtained: please confirm that the event is one surgical case (was the diagnostic laparoscopy for adhesiolysis for the patient with emphoysema on her thigh, abdomen and vulva)? Yes, this procedure was for lap adhesiolysis, the surgical emphysema was as a result of very high co2 levels. The emphasemia presented itself on her thigh, abdomen and vulva. Were there any functional or performance issues with the trocars during the case? None reported. Did the patient's post-operative course of treatment change as a result of the trocars used in the case? The procedure was abandoned due to high co2 levels and will have to be re-admitted as a result. Does the surgeon believe the trocar caused or contributed to the patient's high co2 levels? They are not sure, they can't provide any surgical explanation and therefore want all associated products used for the procedure tested. Does the surgeon believe that the trocar is the reason that the patient has to return to the hospital? If so please clarify? As above. Can you please confirm the user's standard practice is to turn the pressure to 25 while inserting the trocars? (B)(6) confirmed they insert the trocars with the pressure at 25 and the reduce it to 15. Approximately how long do they hold pressure at 25? Unknown. What was the patient's bmi? How thick was the abdominal wall? Unknown. Were there any insertion issues or any pull on the trocars during use? None reported. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis results found that 11 devices were returned in good condition. In an attempt to replicate the reported incident, the devices were visually inspected. Upon evaluation of the devices, no anomalies were noted with the stopcocks or seals of the devices. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.